Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 1998. Subsequently, a revision procedure was performed on (B)(6) 2014 due to wear of the polyethylene acetabular liner. The acetabular liner was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "wear or deformation of the articular surfaces may occur as a result of excessive loading"